Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the air removal step properly. Customer¿s blood glucose level was 140 mg/dl. Customer continued to use the current cartridge.